Event description:
Abutment fractured when lab was doing a consult with the patient to do a shade match. Lab tech removed abutment from model and the side wall of the abutment fractured. No patient contact.

Manufacturer narrative:
Recall #z-1215-2014.

Manufacturer narrative:
Device not yet received for evaluation. Will submit follow-up report upon product receipt. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction with no patient contact. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.